Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 extension; however, it is unknown which extension, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs extension, model: 3383, UDI: (B)(4), serial: (B)(6), batch: a000114488. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced pain at the ipg site due to losing weight and uncomfortable shocking sensation in the legs and back. Lead diagnostics showed that one extension had a high impedance on one contact. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg moved from the abdomen to the posterior and the extensions were explanted. Therapy was restored.

Manufacturer narrative:
Correction: section d6a: the implant date should have been (B)(6) 2022 rather than (B)(6) 2023.